Manufacturer narrative:
Tandem clinical diabetes specialist (cds) reported that the customer's family cancelled their meeting and decided to wait "for a bit longer" to meet with the cds to set up the pump again.

Manufacturer narrative:
Reportedly, tandem territory manager met with the customer and restarted pump therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and would not lower despite bolusing. Ketone level was high. Customer was vomiting and was admitted to the hospital on (B)(6) 2018 due to high bg. The customer was treated with intravenous insulin/fluids. The contact and healthcare provider alleged that the pump was not functioning properly. The infusion set and tubing were removed. The customer was discharged on (B)(6) 2018 with high bg resolved. Tandem technical support reviewed the pump data and there were no alerts/alarms that would have suspended insulin. Boluses appeared to have been delivered.

Manufacturer narrative:
Tandem clinical diabetes met with the customer on (B)(6) 2018 and customer/contact reported that pump therapy had been resumed "awhile ago".